Event description:
The hospital, reported the following event to (B)(6): "migration and reduction of the lag screw of the gamma nail, right hip. Locking screw failed at the blocking of the lag screw. Secondary fracture displacement. Explantation of the nail and right hip prosthesis."

Manufacturer narrative:
It is not known at this time if the device will be returned for evaluation. If additional information is received it will be reported on a supplemental report.